Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous black lines/spots. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter, which could cause misinterpretation of results. The reporter stated there are lines and spots in the results field. The results field is not clearly visible due to the lines and spots. No misinterpretation of results were reported.